Event description:
The following description of the event was coped from a carefusion ventilation complaint form submitted on behalf of the user facility by the distributor in the united kingdom. "Detailed description of complaint or event: driver is overheating, driver was replaced in august as part of 12k kit ad has only done 126 hours and it is now overheating; unit has been regularly serviced and is stored in the correct environment. The engineers have been trained and are fully capable of maintaining the 3100, the 3100a s/n (B)(4) driver serial number (B)(4) driver operating hours 126." "Patient details: was product on patient: yes. Did unit alarm: yes. Describe: the overheat alarm led illuminated. Allegation of patient harm: no. Medical intervention required: yes. Describe: patient required manual bagging."

Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning 3 ohm driver assembly. The foreign distributor was shipped a replacement 3 ohm driver assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty 3 ohm driver assembly for evaluation. As of the 02/11/2015 the alleged faulty 3 ohm driver assembly has not been received. Once the alleged faulty 3 ohm driver assembly is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.